Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Peritonitis was reported on the (B)(6) and confirmed on the (B)(6) 2014. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient had a touch contamination. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s) during the hospitalization, the patient was treated with vancomycin 1.5 gram intraperitoneally daily for two weeks (start and end dates not reported) for the peritonitis event. Eighteen days after the receipt of this report, it was reported that the patient is currently receiving oral rifampin 300 milligrams twice a day for two weeks and that treatment is currently ongoing (start and end dates not reported). Dianeal therapy was ongoing. After five days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. On an unreported date, the patient and family were retrained on proper aseptic technique. Additional information was requested but is not available.